Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced occlusion issue with infusion set on (B)(6) 2026 as patient received occlusion alarm around 2 am at night and blockage was in the tubing. The injection site was tender and red at 4 am and patient experienced pain as the medication was going in. No further information available.